Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "incident date/time: 9 jan 0603-1339hours. Medication: IV esomeprazole. Nurse reported IV esomeprazole 40mg in 100ml did not complete within therapy duration. Based on the history logs extracted from sn(B)(4): infusion started @ 0603hours. Rate: 10ml/hr, vtbi: 100ml. According to nurse's input: @ 1339hours, nurse stopped the infusion as noticed there's remaining approx. 60mls of IV esomeprazole during that which was supposed to be approx. 30ml based on the rate. Vtbi of 64.76ml was topped by user subsequently to continue the therapy. Physical used tubing was not available for further investigation. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A new volume was selected to 100ml. The infusion was started with a rate of 10ml/h. One hour and 30 minutes later a pressure alarm occurred. The infusion was continued and one hour later a line change was performed. The infusion was continued and at 2:45 pm the line was extracted. No other abnormalties were found in the device history. The complaint could not be confirmed.